Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14495- device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula was bent on (B)(6) 2024. The blood glucose level was displayed high and was managed by hospitalization. The issue occured within three or more hours after insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.